Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 387 mg/dl at the time of the call. The customer experienced symptoms such as drooping face, loss of consciousness, and stroke like symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will see their health care professional about the low. The customer has sensor issues on the day of the call. The insulin pump will not be returned for analysis.